Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the receiver data log was performed and there were no errors found. The device was determined to be operating within the required specifications without malfunction. The complaint of firmware error could not be confirmed.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. Pediatric patient used adult receiver which is against user guide recommendations. The patient's father did not report any injury or medical intervention.